Event description:
Customer called to report the insulin pump alarmed for low battery and failed battery. Blood glucose reading was 73 mg/dl. The customer did not recall any significant events leading up to the alarms. The battery did not last more than 1 week. Troubleshooting was performed. No anomalies were noted. Advised to monitor the insulin pump and call back if any other anomalies occur. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).